Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this 33mm annuloplasty band, a transesophageal echocardiogram (tee) showed persistent moderate mitral regurgitation and significant anterior motion of the anterior mitral leaflet. In spite of increasing the preload and reducing the heart rate, the systolic anterior motion and the mitral regurgitation persisted. It was determined that further correction was needed and the patient was placed back on cardiopulmonary bypass. The posterior leaflet was noted to be quite elongated. The annulus was plicated and an additional stitch was placed between the p1 and p2 cleft. The valve was tested and noted to be competent. The posterior annular band had been removed and the annulus was sized again, and this time a 35mm band was implanted. A tee showed no mitral regurgitation. The patient was weaned from cardiopulmonary bypass and good hemodynamics were obtained following which the tee showed no mitral regurgitation. No additional adverse patient effects were reported.